Event description:
It was reported that there was a problem with recharging. There were coupling and/or communication issues. An overdischarge was suspected. The company representative was unable to communicate with the clinician programmer, recharger, or patient programmer. The patient reported she had charged just fine three weeks before the report, but had not felt stimulation for over nine months. Three physician mode recharges were tried, but there were still no readings. The doctor was planning to replace the stimulator.

Manufacturer narrative:
(B) (4).